Event description:
Balloon of foley catheter ruptured after insertion, leaving a portion of catheter in bladder. Pt. Presented to e.r. With complain of abdominal pain. An ultra sound was ordered to rule out ruptured ovarian cyst and the catheter was inserted to fill the bladder for the ultra sound. The retained portion was removed by a urologist whithout complications.